Event description:
Wound vac placed (B)(6) 2013 and changed on (B)(6) 2013. Pt was discharged home with home care. Seen in office (B)(6) 2014, for wound drainage. During exam, white piece of wound vac sponge found in wound and was removed.